Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-jun-17 reporting that both leads were replaced on (B)(6) 2019 and the patient was receiving effective therapy. No further complications were reported.

Manufacturer narrative:
Product ID 3487a-33 ,lot# j0428029v, implanted: (B)(6) 2004. Product type lead product ID 3487a-33, lot# j0427993v, implanted: (B)(6) 2004. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the two explanted leads would not be returned for analysis as the customer discarded them. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0428029v, implanted: (B)(6) 2004, product type: lead; product ID: 3487a-33, lot# j0427993v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 10-jun-2008, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 10-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of therapeutic effect. Factors that may have contributed to the issue was the patient reported having a fall on or around (B)(6) 2019. Impedances were tested today and showed that electrodes 6/8 were greater than 3,000 ohms. Reprogramming was attempted, however oor status was present before the patient had therapeutic levels of stimulation. The issue was not resolved at the time of the reported, but the doctor plans on doing a lead revision, to replace both leads. The date of the revision was not yet determined. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.